Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found performed a voltage test and passed. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. Share log review: no loss of connection found however, data was not available through the complete investigation window. The customer complaint was undetermined because data was not present throughout the complete investigation window. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/27/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, receiver, and smart device. No additional patient or event information is available. Data was received but does not reflect full investigation window. The reported loss of connection could not be confirmed. A root cause could not be determined. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.